Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 2p24 that has a similar product distributed in the us, list number 2p24-01 / 40, 1r24-98, 1r25-98 with 510k exempt.

Event description:
The customer observed falsely elevated potassium on the architect c4000 processing module for two patients. The samples were repeated with lower results. The following results were provided: sid (B)(6), initial potassium result= 7.923 mmol/l; repeat result= 4.767 mmol/l sid (B)(6), initial potassium result= 7.977 mmol/l; repeat result= 4.561 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, and the ict module was determined to be the cause of the result issue. A review of instrument service history for serial number (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6), or the ict module.

Event description:
The customer observed falsely elevated potassium on the architect c4000 processing module for two patients. The samples were repeated with lower results. The following results were provided: sid (B)(6), initial potassium result= 7.923 mmol/l; repeat result= 4.767 mmol/l. Sid (B)(6), initial potassium result= 7.977 mmol/l; repeat result= 4.561 mmol/l. There was no impact to patient management reported.